Event description:
The customer reported that the units of measurement setting of their freestyle flash meter changed. The customer observed an error 4 message and the low battery icon. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.